Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 57-year-old patient was implanted on (B)(6) 2019 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2019, the patient reported her left breast being more tender and warmer in the last few days, diagnosed as a potential implant related mild infection. Also, seroma is present at the lumpectomy level. The patient underwent an additional surgical intervention on the same day for re-excision of the lumpectomy cavity margin and biozorb implant removal. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.